Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with an unspecified mentor gel implant on the left breast, suffered left breast implant intracapsular rupture, post-procedure. The rupture was diagnosed intraoperatively during a revision surgery on (B)(6) 2021. Reason for the revision surgery was not provided. Subsequently, the patient underwent removal and replacement with a non-mentor device.

Manufacturer narrative:
Additional information was received on march 30, 2021. It was stated that the device reported was not manufactured by mentor. The implant was manufactured by a different unknown medical device manufacturer. Therefore, mentor will cease reporting on this event. Manufacturer¿s reference number: (B)(4).